Manufacturer narrative:
Concomitant medical products: product ID 3037, serial# (B)(4), product type: programmer, patient. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported that the patient experienced a loss or change of therapy. The patient was instructed by the manufacturer representative to try all the programs and stay on each program for 2 weeks. The patient usually waited 3 weeks and already tried programs 1, 2, and 3. The patient had been on program 3 since (B)(6) 2016. On (B)(6) 2016 the patient had incontinence and they wanted to go to program 4. The device had been hurting in the left hip and buttocks area. It had been hurting off and on since being implanted, but the patient had significant pain on (B)(6) 2016. The patient addressed the pain with their health care provider (hcp) and they said the pain was fine. The patient also talked to their manufacturer representative today. The patient used the programmer and it showed the low programmer batteries screen. The patient cleared the message and changed from program 3 at 0.7v to program ¿5¿ at 0.5v. The patient confirmed they felt comfortable stimulation. The patient would monitor their symptoms on program 4. The indication for use for this patient was gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.